Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, de novo, 100% stenosis at the proximal left anterior descending coronary artery. Reportedly, pre-dilatation was performed with the 3.0 x 20mm rx trek balloon catheter; however, the balloon ruptured during first inflation at 10 atmospheres. There was no resistance during advancement or removal of the device. A multi-link 8 was deployed at the lesion and post-dilatation was performed using another rx trek. The procedure was completed without an issue. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.